Event description:
It was reported during a low anterior resection for rectal lesion after using the instrument to pull through (exteriorize) the rectal stump, the ils stapler (cdh) was reinserted transanally to complete the end-to-end anastomosis. The device was tightened down the firing zone, the safety was released, and the handle was squeezed. There was no audible or tactile feedback noted and it was found that the staples fired but the circular knife in the cdh did not cut tissue. The device was fully opened and detached from the anvil. A new cdh was attached to exteriorize the anvil shaft. The device was tightened, fired and removed. The tissue donuts were complete and no anastomotic leaks were found. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, not returned; damaged guide face, no; damaged staple pockets, no; damaged trocar, no; missing parts, anvil; staples present/location, no. Functional tests & results: indicator response, good; safety release, good. Analysis conclusion: based on the info received and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned without the anvil. As the anvil was not returned, further functional testing could not be performed. However, it was noted that the instrument was received with nicks present in the knife. Due to the damage to the knife, it appears possible that an attempt may have been made to fire the instrument across a hard object. However, this could not be ascertained. Mfg and engineering have been notified of the reported incident.